Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, the patient experienced poor performance with device use, a skin overgrowth and infection at the abutment site. Subsequently, the patient was administered topical antibiotics (date not reported) and the abutment was replaced for a longer one on (B)(6) 2017.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent skin revision surgery on (B)(6) 2019 to remove sutures and treat with silver nitrate. It was also reported that the patient was administered oral antibiotics (date not reported). This report is submitted on march 26, 2019.